Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to the malfunction. There was no adverse impact on the customer's blood glucose level. Cts provided information and assisted the caller with resetting the pump, and the malfunction did not recur after the reset. Caller was advised to continue using the pump and to call back if the malfunction code recurs, which the caller acknowledged and understood.